Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced for normal battery depletion. During the procedure, the setscrew on the old device was found to be stuck. The header of the device was destroyed in order to loosen the stuck setscrew, then the new device was connected to the chronic electrode to complete the procedure. Normal measurements were obtained with the new device. No adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This s-ICD was thoroughly inspected and analyzed upon receipt. Visual examination noted a wrench tip was broken off in the setscrew hex slot. Attempts to remove the piece of wrench were unsuccessful; however, based on where the break occurred it appears this wrench was a non-boston scientific product. The use of a non-boston scientific wrench may have contributed to the difficulty in loosening the setscrew on this s-ICD.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced for normal battery depletion. During the procedure, the setscrew on the old device was found to be stuck. The header of the device was destroyed in order to loosen the stuck setscrew, then the new device was connected to the chronic electrode to complete the procedure. Normal measurements were obtained with the new device. No adverse patient effects were reported. The explanted device was returned for analysis.